Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that no one was touching the device but it kept making a whizzing noise. Smelled like something burning but no smoke was visible. It was quickly taken off the field and replaced.

Event description:
It was reported that no one was touching the device but it kept making a whizzing noise. Smelled like something burning but no smoke was visible.  It was quickly taken off the field and replaced.

Manufacturer narrative:
The device was disposed of. Therefore, it was not returned. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: burning smell and noise probable root cause: 1. Material/design error 2. User error probable root cause for too much noise or undesired noise: 1. Loose component inside 2. Fluid leaking 3. Design error 4. User with poor hearing the reported failure mode will be monitored for future reoccurrence.